Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that one day post implant procedure upon device interrogation, it was noted that the left ventricular lead exhibited loss of capture due to lead dislodgment. The lead was repositioned successfully in another lateral branch. The patient tolerated the procedure well and was in stable condition.